Manufacturer narrative:
One non-sterile guide wire sgw .014 stabilizer 300cm was received coiled inside of a plastic bag. Per visual analysis, the guide wire was received tangled and several kinked conditions were noted along of it, also, the guide wire presented a separation on distal tip section. No other anomalies/damages were found on the received guidewire. The guide wire was sent to sem analysis for determine the possible cause of the separation of distal tip. Results showed that the samples presented evidence of and ductile dimples at the separated areas. These types of failures occur due to a tensile overload. Based on the evidence found it¿s very likely that the fracture could be related to a stretching/pulling events. No other anomalies found during sem analysis.(see sem results under attachments). No DHR review activity was performed due to any lot number provided the complaint reported by the customer as ¿distal tip- fractured-separated - in patient¿ was confirmed due to the condition as was received the guide wire for analysis. The exact cause of the failure experienced by the costumer as well the kinked conditions found on guide wire could not be conclusively determined. However, sem results showed that the samples presented evidence of and ductile dimples at the separated areas. These types of failures occur due to a tensile overload. Based on the evidence found it¿s very likely that the fracture could be related to a stretching/pulling events. Procedural/handling factors may have contributed to this issue. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The product analysis does not suggest that the failure reported by the customer could be related to the manufacturing process; therefore, no corrective or preventive action will be taken . This report is a follow up report to MFR number 1016427-2016-00027 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported, during a peripheral interventional procedure, the physician used a 120 cm. Outback elite re-entry catheter. The cannula/needle of the outback elite catheter was unable to be retracted and the stabilizer support guidewire used sheared off. The distal tip of the guidewire was left in the patient. The patient will return back to the hospital/theater later in the week. Also during the same procedure, a 150 cm. Sleek otw 4.0 x 10 balloon catheter burst. The products will be returned for inspection. Additional information has been requested. Per the affiliate- there is no further follow up information available.